Event description:
The event involved a tego connector, and it was reported that air returning to the branches of the canaud catheter system when disconnected in the evening, despite the white clamps being closed. It was necessary to re-aspirate the air from the branches with syringes, but the system did not fully recover. Tego caps were replaced. It was a hemodialysis. The valve was installed on (B)(6) 2026 and it was removed on (B)(6) 2026. The list of products used: biseptine, paracetamol solution for infusion 1 gram, fraxiparine 0.3 ml, lock. The device was changed and were no problems encountered afterward. There was reported patient involvement.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6).

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.